Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: it was reported that at the beginning of procedure surgeon complaining that pump pressure was higher than what we had set on the machine. Meant that there was increased in joint pressure. Per service manual operational and diagnostic, the reported failure was not confirmed. The (B)(4) was completed. The system was unavailable for evaluation in the service center, therefore unavailable for a physical evaluation. The complaint reported was not confirmed. Since the complaint device not being returned, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device serial number:(B)(6), and identified a [dr_198965 ] according to mitek co 103446696 not related to the reported incident. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy procedure, it was observed that the pump pressure was higher than what it was set on the machine. According to the reporter, the event occurred at the beginning of the procedure when the surgeon complained that there was an increased in joint pressure. There was no delay in the surgery. There were no patient consequences reported. No additional information was provided.